Manufacturer narrative:
A medtronic representative went to the site to test the system. Mobile viewing station computer was off but mobile viewing station cart was on and could not be powered off at the button. Turned off internal uninterrupted power supply manually and rebooted system. Mobile viewing station came up fine. Performed 2d and 3d spin successfully. Hooked up to stealth workstation and performed navigation accuracy testing successfully. Acquired logs and dose reports. Could not find any causes that stand out for the error. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site's imaging system was unable to be used for a case. The issue started upon boot up, when a beeping alarm was noted. The beeping stopped spontaneously, and the umbilical cable was disconnected to move the imaging acquisition system out of the room. When attempted to reconnect the mobile viewing station/imaging acquisition system they were unable to reconnect, and the mobile viewing station was unable to fully power down with a hard shut down. No impact to the patient outcome. They was less than an hour delay. Imaging was aborted and navigation was aborted .